Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a leaking ilet insulin cartridge; the user was filling the cartridge with 1.8 ml, inserting the cartridge into the pump before attaching the connector, and observed fluid leakage upon removing the cartridge, with associated hyperglycemia of 350 mg/dl. Symptoms included malaise associated with hyperglycemia. Outcomes included no reported medical intervention beyond user-driven supply changes. Investigation of this case revealed a probable use-related assembly error contributing to a leaking cartridge¿connector interface, consistent with a product-use issue rather than a confirmed component failure. It was concluded, based on previously established findings for similar reports, that the cause was user technique during cartridge and connector assembly.